Event description:
It was reported that a stroke occurred. On (B)(6) 2019, patient underwent a watchman left atrial appendage (laa) closure procedure. Patients 45 day follow up was unremarkable and (B)(4) was discontinued at this time, plavix and aspirin were started. A few days later, patient presented to a different hospital with a gastrointestinal bleed and plavix and aspirin were discontinued. On (B)(6) 2019, patient expressed aphasia and dense right arm hemiparesis. A magnetic resonance image of the brain was performed to reveal the patient sustained an ischemic stroke. Residual deficits include confusion, mixed aphasia, and right sided hemiparesis. Patient was placed on comfort care for which he improved and was sent to rehabilitation. Patient has been discharged from rehab.